Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6)2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a healthcare professional (hcp) in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The pump indication for use (IFU) was listed as non-malignant pain. It was reported that the battery was dead. Compatibility guidelines were requested for magnetic resonance imaging (MRI). The pump was reportedly dead. No patient symptoms were reported. No other details were provided. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.